Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to duplicate the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported when model lap top ventilator 1200 is connected to the rolling stand and moved the ventilator goes into inoperable (inop) alarm. The ventilator was not connected to a patient during occurrence. The customer confirmed the unit did alarm inop audible and visual.